Event description:
Medtronic received information that during the attempted implant of a transcatheter bioprosthetic valve with a delivery catheter system's (dcs) 16 f inline sheath, the system could not be advanced through the legs. The system was removed, and another valve was loaded on a 14 f dcs. The system was inserted and advanced through a 19 f access sheath (solopath terumo sheath) and the valve was implanted. The access sheath (solopath terumo sheath) caused a dissection from the leg to the abdominal aorta. The patient's kidneys could not profuse through the dissection and passed away. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).